Manufacturer narrative:
Correction:the initial MDR submitted on (B)(6) 2020 was filed inadvertently. No explant or serious injury has occurred. This report is submitted on (B)(6) 2020.

Manufacturer narrative:
This report is submitted on february 25, 2020.

Event description:
Per the clinic, the device was explanted on an unknown date because "his body rejected the titanium".